Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was power stitching with a battery capacity greater than or equal to 25%. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b5, h6, h10 product event summary: one (1) battery (bat594390) was returned for evaluation. Three (3) batteries (bat588097, bat594399, bat589398) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving bat594390, bat588097, bat594399 and bat589398 as well as power switching events due to communication errors involving bat594399 and bat588097 within the analyzed period. Additionally, data log files revealed multiple instances involving bat594390, bat588097, bat594399 and bat589398 where the respective battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the alarm log files revealed five (5) critical battery alarms due to communication errors involving bat594390. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the reported device. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650de / catalog#: 1650de / expiration date: 30-nov-2018 / serial #:(B)(6) / UDI#: (B)(4) / d10: no / h3: yes / h4: mfg date: 21-nov-2017 / h5: no / h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Log file review indicated that another battery also had a communication error. The batteries remain in use.

Event description:
It was further reported that logfile review indicated several batteries had a communication error as well as critical battery alarms.

Manufacturer narrative:
Correction for section: h10 product event summary: one battery was returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving (B)(6) and (B)(6) as well as power switching events due to communication errors involving (B)(6) within the analyzed period. Additionally, data log files revealed multiple instances involving (B)(6), (B)(6), and (B)(6) where the respective battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the alarm log files revealed five critical battery alarms due to communication errors involving (B)(6). As a result the repo rted events were confirmed. There is no evidence that the lubrication servicing was performed on the reported device(s). The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation was opened to investigate momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-10-2017/ serial or lot#: (B)(6). UDI #: (B)(4). D10: no h3: yes dev rtn to MFR? Yes h4: mfg date: 31-10-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-10-2017/ serial or lot#: (B)(6). UDI #: (B)(4). D10: no h3: yes dev rtn to MFR? Yes h4: mfg date: 31-10-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4114, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Analysis of the data log files revealed a premature power switching event that was due to momentary disconnections involving. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. If information is provided in the future, a supplemental report will be issued.